Event description:
It was reported that in 2008, the patient's dose had been increased from 600 mcg to 1148 mcg. On approx three weeks later, the patient had contacted her husband earlier in the day and reported numbness in her arms. Later the same day, the patient was admitted to the emergency room and was unresponsive. The patient's dose was decreased by one half. The next day, the patient was doing better. The pump was used to deliver baclofen and dilaudid. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.